Event description:
The customer reported that falsely elevated high-sensitivity troponin I (tnih) results were obtained on 3 patient samples on atellica im 1300 analyzer. The erroneous results were reported to the physician(s), who questioned the results. The samples were repeated on an alternate atellica im 1300 analyzer. The repeat results were lower than the erroneous results. The repeat results matched the patients¿ clinical presentations and histories and were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report falsely elevated high-sensitivity troponin I (tnih) results that were obtained on 3 patient samples on atellica im 1300 analyzer. Quality controls (qcs) recovered within ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse adjusted the vacuum 2 pressure, diagnosed the luminometer, and verified dark counts, which were acceptable. An autocheck and qcs were run, which recovered within ranges. Siemens further evaluated the event and reviewed instrument files, which demonstrated the primary and secondary vacuum waste pressure showed an anomaly around the time of the erroneous results. Siemens further determined that there was a potential occlusion in the vacuum lines at the wash probe vacuum and the probe valve. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR on 23-apr-2024. Additional information (25-jul-2024): upon further investigation, siemens determined some areas of the vacuum sub-system can potentially become occluded during normal operation and the analyzer will fail autocheck for vacuum errors when the blockage is present. If the vacuum pressure goes too high or too low, the analyzer will cancel all tests. The investigation conclusions code in section h6 was updated to reflect the additional information. The analyzer is performing within specifications. No further evaluation of this analyzer is required.